Manufacturer narrative:
(B)(4). The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Event description:
This is being filed to report the irregular movement of the second clip delivery system (cds 50903u123) during use which has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 51005u153) was unable to invert. The second cds (50903u123) was unable to deflect in m-direction. After removal of one clip, the steerable guide catheter was noted to be broken. With two clips implanted the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was returned for evaluation. Although the difficulty positioning the device relative to the mitral valve could not be replicated in a testing environment, functional testing confirmed that the steerable sleeve functioned as intended with no sleeve steering issues observed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system (cds 51005u153) referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the initial report, the following information was provided: the first clip delivery system (cds 51005u153) was advanced to the left atrium, but on the first attempt to open the clip, the clip was unable to invert after being opened to 180 degrees. Multiple troubleshooting steps were performed, but the clip did not invert. The decision was made to replace the cds. During removal, the grippers became caught on the tip of the steerable guiding catheter (sgc), and the sgc was replaced. The second cds (50903u123) was advanced to the left atrium, but was unable to deflect in m-direction. Two clips were implanted and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. It was noted that the sgc tip had a small scratch. No additional information was provided.